Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. From the obtained information, it is presumed that the tip of the guide wire inadvertently touched the atherectomy device and the tip of the guide wire was separated. However, we could not confirm the details since the guide wire in question was not returned for analysis. The warning section of the IFU describes separation or breakage of guide wire as one of the possible complications and adverse events associated with use of the product.

Event description:
It was reported that the elective procedure was to treat the right superficial femoral artery (sfa), using an arthrectomy device with an emboshield nav 6 embolic protection system over an asahi grandslam guide wire. The grandslam guide wire was inadvertently severed on second pass during the atherectomy. The guide wire was removed with a snare device except for the very tip (3 cm), which remained in a very small insignificant branch of the right sfa. The procedure was successful and the patient was discharged with no sequela. No additional information was provided.